Event description:
On (B)(6) 2023, the surgeon performed and successfully completed cataract surgery without any injuries. The following day, (B)(6) 2023, a postoperative examination of the right eye revealed the presence of inflammatory cells (+2) and deposited fibrin. To address this, the patient received a subconjunctival injection of rinderon. Although the symptoms were monitored, no improvement was observed. The patient did not report any eye pain. Additionally, cataract surgery was performed on the left eye, which was successfully completed without any injuries. The surgeon is suspecting toxic anterior segment syndrome (tass) and it is unclear were it came from. Material is not available as the lenses remain implanted. No further details were provided. This report is for the right eye (os) of the patient. A separate report is being submitted for the left eye of the patient.

Manufacturer narrative:
Section a2 - age/date of birth: the exact date of birth is unknown. Section a4 - patient weight: unknown, not provided. Section b3 - date of event: exact date does not apply, shortly after the implantation on (B)(6) 2023. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.